Event description:
It was reported the pivot clevis within the arm assembly on the powered wheelchair is not functioning properly. As a result, the arm rest flips completely open completely, landing on the wheels.